Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip reporter stated that a piece of desiccant, that was loose in the strip vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the vial, came into contact with a nurse's eye. Reporter stated that the nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding nurse experienced eye lacerations. No additional information regarding treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested treatment received, if any, was reported. The manufacturer requested the return of the suspect product for evaluation. The return of the suspect product for evaluation. The return of the suspect product for evaluation. The return of the suspect product for evaluation. The return of the suspect product for evaluation. The return of the suspect product for evaluation. The return of the suspect product for evaluation.

Event description:
Reporter stated that a piece of desiccant, that was loose in the strip vial, came into contact with a nurse's eye. Reporter stated that the nurse experienced eye lacerations. No additional information regarding treatment received, if any, was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).